Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to extreme abdominal pain. The cause of death was sepsis. The caller stated that the customer had sepsis that may have led to the customer's passing. The customer¿s blood glucose was extremely low at the time of admission. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump will return for the analysis.